Event description:
Reportable based on device analysis completed on 27mar2026. It was reported that the guide extension catheter was kinked. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, guide extension catheter was kinked. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that a collar weld plate separation occurred.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection revealed that there was a collar weld plate separation. No other issues were identified during the product analysis. Device/media analysis: during product analysis, the returned device presented no damage that could be related to the reported event. Therefore, the reported complaint is not confirmed. Additionally, the collar weld plate separation found during the analysis could not have contributed to reported issue. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Also, the batch record review concluded that no manufacturing deviations were identified during the manufacturing process that could have contributed to the complaint. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device. Therefore, adverse event related to procedure is the assigned cause for the encountered collar weld plate separation. (B)(6).